Event description:
The patient was diagnosed with multiple secundum atrial septal defects. In 2003, at the hospital, the patient had a 9mm asd device and a 26mm asd device placed. Ice showed good device position with very small residual shunt. There were no complications during the procedure. In 07/2005, the patient complained of sudden onset of chest pain and syncopy. Patient went to the ER where a tte revealed patient had moderate pericardial effusion. Patient had hypotension with bp 80/60. The following day, patient was transferred to another hospital where pericardiocentesis was done and 400cc of bloody fluid was evacuated. The patient was sent to the or on the same day and the surgical findings revealed an erosion of the 26mm amplatzer device through the anterior and superior wall of the left atrium and into the base of the aorta in the region of the noncoronary sinus. It appeared that a fistulous tract (thrombus) had developed here and had become disrupted which caused bleeding from the aorta and the left atrial perforation. Cardioplegia was administered via the aortic root following aortic cross-clamping. A standard right atriotomy was performed. There were two amplatzer devices in the atrial septum and were resected. The left atrial perforation was closed using a running 5-0 prolene suture. The aortic tear was closed in two layers using a primary layer of interrupted 5-0 prolene suture followed by a running 5-0 prolene suture. The atrioseptal defect was closed with a pericardial patch and a running 5-0 prolene suture. A post-procedure tee revealed excellent closure of the asd with no residual defects present and no evidence of valvular regurgitation. The procedure was without complications and the patient tolerated the procedure well. The patient had been doing everything including ice hockey and other sports prior to this incident.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on (B)(6) 2011 and definite erosion was confirmed.